Event description:
It was reported that stent damage occurred. The 90% stenosed,25-30x3.0-3.5mm target lesion with atherosclerotic plaque was located in the proximal left anterior descending artery. A 3.50 x 32 synergy drug-eluting stent was advanced for treatment. However, during the procedure, it was noted that the stent was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 25-30x3.0-3.5mm target lesion with atherosclerotic plaque was located in the proximal left anterior descending artery. A 3.50 x 32 synergy drug-eluting stent was advanced for treatment. However, during the procedure, it was noted that the stent was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.50 x 32mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found no issues. The stent was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.